Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Customer reported via phone call that they required emergency medical assistance due to low blood glucose and loss of consciousness on (B)(6) 2020. Customer states they have been experiencing low blood glucose in the last 2 months. On (B)(6) 2020, the customer passed out and was taken by the emergency medical service to the emergency room. Blood glucose was 21 mg/dl at the time of the incident. Customer was treated with intravenous glucose drip. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer thinks that the insulin pump was giving more insulin than it should. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they were hospitalized on (B)(6) 2020 due to loss of consciousness and hypoglycemia. Customer's blood glucose level at the time of hospitalization was 21 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with the intravenous drip with glucose. Customer reported that insulin pump was over delivering the insulin. The pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.